Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. The device was deemed inoperable and was replaced with a new one. Stimulation therapy was restored postoperative.